Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient "experienced electrical shock through his back while working at the computer." Device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.